Event description:
It was reported that during an implant procedure, the physician noticed that the tip of the lead was bent. The procedure was then completed using a new good lead. No injuries were reported and the patient status was noted as no health hazard. If additional information is received, a follow-up report will be sent. See also manufacturers report #6000153-2012-00027.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3389s lot #v821788 showed no anomalies with acceptable continuity and no shorts seen between circuits.